Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off on its own while they were monitoring a patient and they were unable to get it to power back on. After an approximate 2 minute delay, a backup device was obtained and connected to the patient in order to continue care. There were no adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted physio-control to report that their device powered off on its own while they were monitoring a patient and they were unable to get it to power back on. After an approximate 2 minute delay, a backup device was obtained and connected to the patient in order to continue care. There were no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the battery pins as a precautionary measure. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The customer advised physio-control that the device unexpectedly powered off when a third-party modem was connected to it. The customer tested the modem with a second device and the other device also powered off when this modem was connected to it. Based on the available information, it is reasonable to conclude that the likely cause of the reported issue was the modem. The modem was not returned to physio-control for evaluation. The customer advised physio that the modem has been removed from service.

Event description:
The customer contacted physio-control to report that their device powered off on its own while they were monitoring a patient and they were unable to get it to power back on. After an approximate 2 minute delay, a backup device was obtained and connected to the patient in order to continue care. There were no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).